Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-12767 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised manufacturing site name and address section as previously entered incorrectly on the initial submitted manufacturer device report number 1220648-2024-12767. G.2 foreign was selected incorrectly on the previously submitted manufacturer device report number 1220648-2024-12767. H.6 codes 4627 was reported incorrectly on the initial submitted manufacturer device report number 1220648-2024-12767. A new code was added.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support the severe bleeding of the access site was observed. The impella cp was explanted and surgical closure of the access site was required. Escalation to an impella 5.5 was noted, and the patient's outcome was noted as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿